Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No bolus anomaly noted during testing. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alert noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test, and unexpected restart error test. No bolus anomaly noted during testing. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with no low battery alert noted. Insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have low blood glucose. Customer woke up with blood glucose at 50 mg/dl. Customer's blood glucose at time of call was 155 mg/dl. Customer mentioned device might have been over-delivering insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.